Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The troubleshooting did not resolve the issue. In follow up with a complaint handler on 08/05/2021, the customer indicated that she developed mastitis 3 times in the first three months beginning the end of (B)(6) 2021 and was prescribed an antibiotics. She indicated that the replacement pump was working but the suction seems to be low and does not drain her breast. She gets better results using her old pump in style from 2018. She stated her mastitis was resolved. The device was returned with the customer's parts and accessories and was evaluated on 08/27/2021. The device was tested with a lab kit and the customer's kit and the issue of no suction was reproduced. Human milk residue was found on the housing, the aggregate (internal motor & pump assembly), chassis, manifold and solenoid. An odor was also discovered coming from the pump. The eccentric motor shaft is out of spec. The customer's report of low suction was confirmed. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that she was experiencing low suction with her pump in style max flow breast pump. She also alleged she had mastitis.